Manufacturer narrative:
Date of event: the exact date of event remains as unknown. Through follow up with the amo technical customer support specialist, he explained that the event occurred on (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the ellips t-phaco handpiece connector was unsheathed, that the rubber sheath which covers the cable is detached from the metal part of the connector. No patient involvement was reported.